Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were confirmed. It was observed that the connector body was loose, the thermistor was open and the device was only running 47,000 rotations per minute (rpm). It was determined that the connector body was loose because of loctite deterioration, which was determined to cause e6 error and the device to overheat. It was determined that the thermistor was open and the device was only running 47,000 rotations per minute (rpm) because both thermistor and motor were worn. The assignable root cause was determined to be due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary laminectomy for acute intervertebral disc extrusion surgery on a canine, it was observed that the motor device was overheating. According to the report, upon initial usage of the device and prior to usage on the patient, the speed of the device reached 47,000 rotations per minute (rpm) and then the device had an e6 error code and overheated. As a result, there was a ten minute delay to the surgical procedure. A spare device was available for use. There was no human patient involvement as this was a veterinary case. There was canine patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The canine patient outcome post-surgical procedure was good ¿ambulatory and recovering¿. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.